Event description:
Boston scientific received information that this left ventricular (lv) lead triggered muscle stimulation and was dislodged. The lv lead was explanted and replaced with another lead. The lead was out of service. No additional adverse patient effects were reported. (B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.